Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition related to the patient¿s vessel was tight and calcified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was going to be implanted with an impella 5.5 device for mechanical circulatory support.the staff attempted to place an impella 5.5 on the patient. The vessel was tight and calcified, could not get 5.5 to pass, exchanged for an impella cp.